Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: difficult to retract/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none: it was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the foot did not retract easily and there was difficulty removing the device from the pt. Hemostasis was achieved with the device. There were no reported adverse pt effects. Though requested, no additional info has been provided.